Manufacturer narrative:
Product complaint # (B)(4). Date sent: 11/4/2019. One video was received. Upon visual inspection of one video, the following was observed: at the 05:43 mark a device with a green reload loaded is introduced. At the 05:56 mark tissue is placed between the jaws. At the 07:17 mark the device is fired and at the 07:31 mark bleeding is noted on the distal end of tissue. At the 07:56 mark a device is introduced and cauterize this area to stops bleeding. At the 08:52 mark a device with a green reload loaded is introduced. At the 09:00 mark tissue is placed between the jaws. At the 09:56 mark the device is fired and at the 10:01 mark the staple line and cut line were as expected. At the 11:08 mark a device with a green reload loaded is introduced. At the 11:17 mark tissue is placed between the jaws. At the 11:34 mark the device is fired and at the 11:38 mark the staple line and cut were as expected. At the 13:18 mark a device with a gold reload loaded is introduced. At the 13:47 mark tissue is placed between the jaws. At the 14:09 mark the device is fired: however, at the 14:32 mark was note that the device shows a partially fired. At the 16:42 mark a device with a black reload loaded is introduced. At the 16:50 mark tissue is placed between the jaws. At the 18:16 mark the device is fired and at the 18:26 mark the staple line and cut line were as expected. At the 19:23 mark a device with a black reload loaded is introduced. At the 19:34 mark tissue is placed between the jaws and the device is fired and at the 20:08 mark the staple line and cut were as expected. Based on the video the event describe of would not fire is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested, and the following was obtained: what is the surgeon¿s experience using device? A very great experience, he consumes 1500 cartridges a year. Were the cartridges loaded with the retaining cap in place? Yes. How was the procedure completed? As usual he checks the location of his grip, he waits for 15 seconds and firing. Why was the hospitalization extended? As a precaution, no complication was noticed on the patient. Why does the surgeon correlate the extended hospitalization with the difficulties experienced with device? As a precaution. In a previous response it was stated that there were 2 patients. Did the same event happen in 2 patients? Yes if so, was the other event reported separately? The 2 incidents were held with 1 day apart.

Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: can you please explain how ¿the powered device backed without stapling¿? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Did the device deliver any staples? If yes, were the staples formed in the proper closed b-formation? If the stapler did fire was the staple line complete? Also, according to the attached complaint form there was an adverse event that was life-threatening. What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please provide details. You have reported six (6) reloads involved in this event. Did the same issue occur with all six reloads? If no, please explain.

Event description:
It was reported that during a gastroplasty procedure, during the stapling, the powered device backed without stapling and damaged the tissue stomach. Patient consequences were not reported.

Manufacturer narrative:
(B)(4). Additional information requested and received: can you please explain how ¿the powered device backed without stapling¿? R: by pressing the power button on the plee60a f, instead of stapling and cutting, the plee60a even moves back to the tissue of the stomach, endomaining it did the device lock-out (no staples deployed and no cut line started)? Yes. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? No. Did the device deliver any staples? No. If yes, were the staples formed in the proper closed b-formation? If the stapler did fire was the staple line complete? The stapler fired without staple line also, according to the attached complaint form there was an adverse event that was life-threatening. What is the current patient status? The patient is well established was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? The doctor had to keep the 2 patients for an extra day to make sure that they are well please provide details. You have reported six (6) reloads involved in this event. Did the same issue occur with all six reloads? Yes.